Manufacturer narrative:
The manufacturer's representative performed an on-site investigation. The x-ray controller battery pack was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a filament regulator error message. No patient injury was reported.